Manufacturer narrative:
Clarification: there was no patient harm reported in this complaint. The initial reporting decision was based upon the potential recurrence of the reported issue. Manufacturing site evaluation: failure description: no product at hand. Investigation: no product at hand. Pictorial documentation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There is one further complaints with this lot and error pattern at hand ((B)(4), same customer). Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances and with the lack of information we assume that the surgeon applied excessive forces on the implant during insertion / tightening. A material defect or a manufacturing error can be excluded. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with craniofix clamp. It was reported that when all absorbable locks were pre-tensioned and ready to be completely broken by the customer, the sutures of two absorbable locks broke near the implant disc. The suture has been manually knotted and is still in use. There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).